Event description:
Resp therapist was in room and had just completed breathing treatment on pt. As rt turned around, rt heard a noise and noticed smoke coming from the bottom of the pulse oximeter located on top of the vent. No adverse outcome to pt noted and pt moved to another room. Equipment - pulse ox and vent - changed out and removed from service.